Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-04327. It was reported the patient experienced a decline in cognition and bladder problems post dbs implant. Patient was hospitalized due to bladder infection and placed on oral antibiotics. An MRI was ordered and indicated edema around the implanted leads, reportedly. It is unknown if the edema is contributing to the issues. Therapy remains on, however patient's health has declined and it is unknown if dbs therapy is effective. Lead diagnostics and programming was performed. Additional imaging and physical therapy is pending to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. A patient experiencing issues post dbs implant was reported to abbott. No updates. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in helpticket 333743, csh-28329 and csh-28471. The initial submission attempt was performed on (B)(6) 2022.